Event description:
It was reported that during implant procedure, hex wrench would not sit properly in the set screw of the implantable cardioverter defibrillator. The set screw appeared to not engage with the lead when the hex wrench was rotated. The issue persisted even with the use of a different hex. The device was replaced with no issues. Physician also noted it was hard to see the lead pin through the header; it appeared more frosted. There were no patient consequences.

Manufacturer narrative:
The reported field event of the hex wrench not able to stand up and the set screw not able to engage were confirmed in the laboratory but the field event of a ¿frosted¿ header was not confirmed. Visual inspection identified silicone septum material inside the screw hex cavity. It was also noted that the set screw was partially stripped. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening/tightening the set screw.